Event description:
It was reported that during a pt event, the pacing function would not work, when trying to pace a pt. A back-up device was deployed, which was successfully able to continue pt care. Physio-control evaluated the device and replaced the therapy pcb assembly. After evaluation of the removed therapy pcb assembly, it was observed that the cause of the pacer failure would also cause a "leads off" failure with the defibrillation function. The pt did not suffer any adverse effect from a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional nd performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was that solder was missing form a resistor, designator r6 which would cause a "leads off" condition for both pacing, and the defibrillation function.